Event description:
It was reported by service report that the foot left and head right side rails were damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderails with exposed sharp edges from impact damage.